Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting as expected. Ts recommended normal follow ups.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported that this pacemaker was depleting faster than expected. Boston scientific technical services (ts) requested a copy of the device's memory for analysis. The patient is pacemaker dependent but is asymptomatic.